Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; b7; g3; h2; h6; h10; h11. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately sixteen (16) years post-implantation, the patient began to experience internal knee pain, effusion, and instability following a distortion trauma of the implanted joint. Imaging showed radiolucent lines at the bone-cement interface of the tibial implant indicating loosening along with heterotopic ossification and sings of metal wear debris. A replacement of the articular surface and synovectomy were planned due to suspected wear of the bearing and instability of the medial collateral ligament. Eleven (11) months following the patient's distortion trauma and after unremarkable imaging, a revision surgery was performed. During the revision surgery, a completely loose and fractured tibial tray was found as well as extensive metallosis as a result of the tray fracturing from the tibial plate pegs. A cemented revision prosthesis was implanted without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned tibial plate identified signs of implantation in the form of scratches and micromotion along with bone cement remaining on the surface. The posts & fiber metal pad on the distal surface has fractured from the body of the implant. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The tibial plate was submitted for further analysis. Analysis determined high magnification optical images highlight the biological on-growth, debris, and shiny metallic porous surfaces. Orange peel indentations, created by the diffusion bonding adhesion process, were observed. The tray appears to display reduced roughness and shiny features on the surface of the trabecular metal coating, trabecular metal coating edge, and the tray under the coating, which may indicate potential wear. The sequence and mode of failure of the tm pegs could not be determined due to the presence of potential explantation damage, biological debris, and bone cement that obscured the details/artifacts under optical microscopy. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: patient presented with pain following an initial sprain. Significant effusion with grade 1-2 laxity in the medial and lateral ligaments, rom 0-110deg. Subsequent inpatient stay: x-rays show regular implant position in correct alignment, radiolucent line at the bone cement interface of the tibial prosthetic component, indicating loosening. Extensive, partly finely granular, partly confluent soft tissue calcification in the area of the capsular space of the knee joint, extending to the suprapatellar recess and the popliteal fossa. Within the calcification, tiny areas of unusually high density are detectable. The implant appears worn, and the resulting joint space is narrowed. Revision: massive secondary metallosis after fracture of the cemented tibial plate of two bilateral cementless pegs. Root cause was unable to be determined. Reported event was confirmed by complaint sample evaluation and review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: lps flex art surf gh7 10 10: catalog#: 00596205010, lot#: 60528345; femoral component option for cemented use only size h left: catalog#: 00599601851, lot#: 07880147; all poly petella standard cemented size 38 mm diameter 9.5 mm thickness: catalog#: 00597206538, lot#: 60742445; palacos rg 1x40 single: catalog#: 00111314001, lot#: 66234138. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately sixteen (16) years post-implantation, the patient began to experience internal knee pain and instability following a distortion trauma of the implanted joint. A replacement of the articular surface and synovectomy were planned due to suspected wear of the bearing and instability of the medial collateral ligament. Eleven (11) months following the patient's distortion trauma and after unremarkable imaging, a revision surgery was performed. During the revision surgery, a completely loose and fractured tibial was found as well as extensive metallosis as a result of the tray fracturing from the stems. Due diligence is in progress however all available information to date has been reported.